Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_ext, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: neu_unknown_lead, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 64002, lot# n401776, implanted: (B)(6) 2013, product type: adapter. Product ID: neu_unknown_ext, serial# unknown, product type: extension. Product ID: neu_unknown_lead, serial# unknown, product type lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the neurostimulator, serial #(B)(4), found no anomaly. The returned ins was tested with a known good lead and all impedances were measured to be normal.

Event description:
It was reported that all contacts for port #2 were reading as an open circuit, greater than 40,000 ohms, because the extension wire would not go into the hole completely. The surgeon was adding a second lead and extension and had planned on connecting to the back port #2 on the existing implantable neurostimulator (ins). The surgeon tried extensively and finally used a new ins successfully. The port in question had a plug in it since (B)(6) 2013. The new ins took the extension wires without any problem and impedances were normal. At the time of the report the patient was alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.